Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: damaged keypad with contamination of the button contacts.

Manufacturer narrative:
Submitted: 07/08/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be peeling from the bottom of the ok button. On testing, all of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.